Event description:
MFR rec'd a report of a person falling near a commode. The individual cut her leg on a wing nut that attaches back tube to the commode. This allegedly resulted in a laceration requiring sutures. No malfunction of the device has been reported and it continues to be in service.